Manufacturer narrative:
The reported events of loss of sensing and pacing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant procedure, loss of sensing and pacing was noted on the right atrial (ra) lead. The event was resolved by explanting and replacing the ra lead. The patient was stable with no consequences.